Event description:
Dates of implantation explantation unk. Before implanting this polaris valve, the neurosurgeon implanted the ventricular catheter. Csf flowed from the catheter. Then, when the neurosurgeon intended to fill the polaris valve with the patient's csf, the valve did not fill. The neurosurgeon decided to replace this valve by an other valve. No patient injury is reported.

Manufacturer narrative:
The valve was returned on october 31,2005. Analysis has to be done.